Event description:
Sepsis was suspected. A cap (catheter access port) procedure was planned for the date of this report. They planned to aspirate 1-2 ml from the cap and then take a csf (cerebrospinal fluid) sample to send for analysis to determine if the patient had sepsis. The device system was delivering baclofen. The patient symptoms/diagnosis, cause of the event, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had e.coli bacteremia/sepsis following pump and catheter implant. It was unknown if the sepsis was related to the pump or catheter. The patient was treated with antibiotics and recovered without permanent impairment.